Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, user noticed that the fenestrated bipolar forceps had a broken conductor wire. The user continued with the procedure as planned.